Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient stated she usually turns her ins off when she is recharging so the ins can charge faster. Patient stated she charged up the ins last night. Patient stated this morning she noticed group a, c does not work at all, she increased the stimulation and she is not feeling the stimulation on group a or c. Patient stated she is using group b, and have one program at 4.4v and she increase to 5.4v and she is feeling the buzzing on her left leg. The patient was asked to connect to ins and check the groups and programs. When asked the setting for group a, the patient said she increased p1 on group a and she is not feeling stimulation at 4.9v. Patient said she had already tried group c and she lay down flat on the ground to see if she will feeling the stimulation and she was not feeling stimulation. The patient was asked if they had a fall or trauma and patient said no, she can't think of anything. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated she has a manufacturer representative (rep) who helped her before with the recharger replacement that she will give her a call to set up an appointment.